Manufacturer narrative:
Per the patient, the sample was discarded.

Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume (ldv) alarm with the homechoice (hc) machine and upon troubleshooting it was discovered there was a hole in the patient line extension. The home patient (hp) stated that he was in drain 1 of 5 and getting ldv alarms. The hp stated that there was a pin hole in the patient line extension and the fluid had leaked out. The hp changed out the patient line extension and continued to drain. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance attempted to contact the patient to obtain additional information. The patient stated that the sample was discarded and he was unsure as to what may have caused the slice. The patient then stated the slice was noticed in drain. The patient did not know the product code or lot number for the extension line. There was no medical intervention or patient injury reported for this incident.